Manufacturer narrative:
(B)(4). Date sent: 12/15/2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the operation of left-sided hemicolectomy, they could not flash with the device. The battery inserted into the machine first illuminated the screen, but the knife did not come out when the stitching lever was pressed. The device was removed and taken by another of the same series. He did everything well. The patient was not hurt.